Event description:
Nurse was administering 0.5ml of depo-testosterone using a 25gauge 1" magellan needle attached to a monoject 6ml syringe. The medication could not be administered as the needle was occluded. The needle was safely removed from the patient's muscle and disposed of in a sharps container. A new needle was attached to the syringe and the medication was then effectively administered. No harm to patient other than needing to be stuck twice.